Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer's mother that they are having miscommunication between insulin pump and sensor. Sensor was removed due to inaccurate readings. Customer's mother stated, they received multiple inaccurate suspend alerts. Customer also noticed the cannula was bent on the sensor. Customer's mother stated they received calibration errors; they would wait for readings to become more accurate for better calibration. The blood glucose readings would never come back within range, it wanted to suspend all the time. The blood glucose reading was 110 mg/dl. Nothing further reported.